Event description:
The wife of a (B)(6) male called zoll customer support to report that the pt was receiving check electrode belt messages. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (check electrode belt messages) was confirmed. Upon investigation the monitor's electrode belt connector was broken free from the monitor case and multiple wires were pinched in the connector, causing the check electrode belt alarms. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the damaged monitor connector. The pt received a replacement monitor.